Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ten days post implant of this transcatheter bioprosthetic valve, the patient experienced complete heart block. Subsequently a permanent pacemaker was implanted fourteen days post implant without any issues. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the permanent pacemaker was implanted eighteen days post implant. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: the incorrect aware date was submitted on the previous supplemental report (2025587-2017-00293). The correct aware date has been submitted on this report - february 26, 2021. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.